Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failure and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawer not detected on bus. A field service engineer (fse) had troubleshot drawer 2.1 and 2.2 not being on the bus, identified improperly connected row board cables, reseated all cables, verified normal operation in hardware test application, and confirmed successful medication inventory by the customer with no issues. The system functioned as intended after the field service engineer repaired the device.